Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis(or erroneous potassium results) were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (hemolysis & erroneous potassium) because the defect was not evident in the testing of the customer lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter: the customer stated "hemolysis with 2 different vacutainers. When using the sst tubes they get hemolyzed samples. It has occurred to about 30 out of 200 tubes. However, investigations is still ongoing as to whether it is from the tubes or other factors."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0049779. Device manufacture date: 2020-02-18. Medical device lot #: 0051817. Device manufacture date: 2020-02-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter: the customer stated "hemolysis with 2 different vacutainers. When using the sst tubes they get hemolyzed samples. It has occurred to about 30 out of 200 tubes. However, investigations is still ongoing as to whether it is from the tubes or other factors."